Event description:
It was reported that the patient said the purewick device was not suctioning, so he wound up buying similar type of device on amazon, which they said works better. Sounds like patient using that with the purewick catheters. Did not have time to troubleshoot now but gave him cs number to call when able so we can troubleshoot. Noted warranty on device for 3 years. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the purewick device was not suctioning, so he wound up buying similar type of device on amazon, which they said works better. Sounds like patient using that with the purewick catheters. Did not have time to troubleshoot now but gave him cs number to call when able so we can troubleshoot. Noted warranty on device for 3 years. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 12sep2025, they bought purewick urine collection system after patient became bedbound of (B)(6) 2024. After only a few months the suction failed. They purchased new hose and cap which unfortunately didn't help. They purchased a different suction device which works perfect.

Event description:
It was reported that the patient said the purewick device was not suctioning, so he wound up buying similar type of device on amazon, which they said works better. Sounds like patient using that with the purewick catheters. Did not have time to troubleshoot now but gave him cs number to call when able so we can troubleshoot. Noted warranty on device for 3 years. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 12sep2025, they bought purewick urine collection system after patient became bedbound on (B)(6) 2024. After only a few months the suction failed. They purchased new hose and cap which unfortunately didn't help. They purchased a different suction device which works perfect.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was confirmed, cause unknown. The device did not meet relevant specifications. The product was used for treatment purposes. The product did cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection system with accessories (external power cord). There was light and sound indicating function. Once the device was opened up, there was a small amount of residue on the base and the rim. Further inside, there was slight residue and mild corrosion on the returned pcba. There was also a small amount of orange residue in the inner tubing next to the motor. Product labeling was reviewed for this investigation, and the labeling is found to be adequate as it states: failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. "Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.